Manufacturer narrative:
D10 concomitant products: 030414, 030414 endo gia uni 60 3.5 dlu x6, (lot # p2h0312); unknown endo gi, unknown endo gia instrument, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic gastrectomy, grasping with the two reloads were difficult. The reloads also did not rotate when mounted on the handle. The staple line of the two reloads were bleeding. The staple lines also did not hold and leaked. A leak test came out positive.

Manufacturer narrative:
Additional information: b5, g3 correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic gastrectomy, grasping with the two reloads were difficult. The reloads also did not rotate when mounted on the handle. The staple line of the two reloads were bleeding. The staple lines also did not hold and leaked. A leak test came out positive. Another reload was used to complete the case.